Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of four (4) clearlink system y-type blood/solution sets would not lock and would unscrew whenever the patient makes slight movements. This resulted in a loss of 60ml of prbcs (packed red blood cells). It was further reported that the sets were connected to a one-link non-dehp standard bore catheter extension set. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.